Event description:
The managing physician noted the reservoir volume to be off on the last 2 refills. The amounts were: 9.5 actual vs. 6.5 expected and 11.5 actual vs. 7 expected. The patient heard the pump alarm on (B)(6) 2011. Physician visited the patient at home and interrogated the pump. No alarms were noted in the logs. The patient confirmed that he heard an alarm on an hourly basis several times. Physician did not hear the alarm. Patient did not experience any change in therapy, no symptoms, and no medical issues. Patient was advised pump replacement and had his appointment with neurosurgeon (B)(6) 2011. Drug delivered via the device was a compounded mix of morphine 3.0mg/ml and baclofen (lioresal) 2000mcg/ml at a daily dose of 1.8744 mg and 1,249.6 mcg respectively. It was later reported that the pump and catheter were replaced, cause of the alarm was not known and no further device trouble shooting was done. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. Programmer model: 8832, serial #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. A partial catheter was returned in three segments. Analysis of the same showed no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.